Event description:
It was reported that "while doing a reflex hybrid demo, the inner shaft snapped and locked into the screw. While trying to disengage the shaft from the screw, the plate and the screw also got damaged."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.